Event description:
Customer reported the system is not autotracking properly. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the lemo connector. System operates as intended.